Event description:
It was reported that suture placement in the mildly calcified right common femoral artery was performed with two proglide devices using the pre-close technique prior to an endovascular aneurysm repair (evar) procedure. Reportedly, after completion of the evar procedure, one suture broke while advancing the knot. A new proglide device was deployed, and hemostasis was achieved using 2 sutures (one pre-placed, and one placed post-procedure). There were no reported adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported issue appears to be related to operational context. In this case, it is likely that an interaction with patient anatomy, suture pulled until it breaks contributed to the reported suture retrieval issue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.